Event description:
Caller reported that the touchscreen of their pump was cracked and unresponsive, making interaction impossible. The customer's blood glucose level exceeded 500 mg/dl due to the issue. As a result, cts decided to replace the pump. In the meantime, the customer would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Cts provided instructions for the return of the problematic pump and arranged for the shipment of a replacement pump with updated software, also offering training for the customer via their tandem source account.